Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek rx dilatation catheter noted blood visible on the loosely folded balloon and in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and a rupture while in the patient anatomy. A new indeflator filled with water was used in attempt to inflate the balloon to the rated burst pressure (rbp) when it was observed that fluid was coming out from a pinhole in the balloon above the distal balloon marker, for a length of .5 mm, confirming the reported rupture. There were no scratches found. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. The scanning electron microscopy (sem) analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. The longitudinal leak was located along a fold crease over the distal marker. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion such that the balloon ruptured upon the first inflation at 2 atm which is below the rbp. A search of the lot history record indicated no nonconforming material reports and a search of the complaint database indicated no other incidents. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a trek rx 2.50 x 20 mm balloon dilatation catheter was prepped and soaked as per the instructions for use. Upon reaching the lesion site which was heavily calcified, proximal left anterior descending artery, the balloon burst at 2 atmospheres. There was no resistance upon removal. A same-size trek was used and two xience stents were implanted. There was no clinically significant delay. There were no adverse patient sequelae. No additional information was provided.